Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2021. H6 component code: g07002 no device problem found. Additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that a paper lid, one empty winding former, and a needle/suture piece, product code sxpp1b455 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the swage and attachment area was noted as expected and the needle was still attached to the suture piece. The suture piece was to be damaged at the surface, and the end was observed cutted. No functional test was performed due to the condition of the sample received. The manufacturing records couldn't be reviewed as the batch number is unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a robotic assisted total hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, while making a pass, the barbed suture popped off of the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.